Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open breast segment procedure, while suturing the gland, the tip of the needle broke and fell off. X-ray was done and was showing a 0.7mm needle. The surrounding tissues were removed, and another x-ray was done showing a normal result. The surgery was prolonged for 30 minutes and the incision was extended, but not more than 1 inch.